Event description:
On (B)(6) 2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 due to dyspnea. Radiological studies determined the patient was fluid overloaded, and the patient was formally admitted. A temporary hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient underwent several back-up hd treatments for increased ultrafiltration (uf). The pdrn reported that the patient decided not to perform ccpd therapy for several days (indeterminant amount), is non-compliant with her dietary/fluid restrictions, and is unable to select the correct dialysate based on weight despite frequent reeducation. The pdrn attributed causality to the patient¿s chronic non-compliance which led to the hospitalization and fluid overload. The patient¿s condition improved after undergoing several hd treatments, and she was discharged home on (B)(6) 2026. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events and continues to undergo ccpd at home utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse events of fluid overload (characterized by dyspnea), which warranted hospitalization and the transition of modality from ccpd to hd for several treatments, as it is unknown when the patient last utilized the device. The pdrn attributed causality to the patient¿s non-compliance with prescribed fluid/dietary restrictions, completing the prescribed ccpd treatments, and poor selection of dialysate based on weight. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the manufacturers¿ specifications. The patient continues to utilize the same liberty select cycler without any reported issues.

Event description:
On 22/jan/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 due to dyspnea. Radiological studies determined the patient was fluid overloaded, and the patient was formally admitted. A temporary hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient underwent several back-up hd treatments for increased ultrafiltration (uf). The pdrn reported that the patient decided not to perform ccpd therapy for several days (indeterminant amount), is non-compliant with her dietary/fluid restrictions, and is unable to select the correct dialysate based on weight despite frequent reeducation. The pdrn attributed causality to the patient¿s chronic non-compliance which led to the hospitalization and fluid overload. The patient¿s condition improved after undergoing several hd treatments, and she was discharged home on (B)(6) 2026. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events and continues to undergo ccpd at home utilizing the same liberty select cycler without any reported issues.